Event description:
Customer reported that the t:slim x2 pump battery would not charge despite using the proper charging cable and wall adapter, and trying different components did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump after confirming it was under warranty. The customer was instructed to use manual daily injections as a backup therapy and return the defective pump to tandem. The customer acknowledged that they would set up their replacement pump with the necessary programming and connection instructions provided by technical support.